Manufacturer narrative:
Other device listed in this report: cat. No.: 6260-5-232, description: 32mm +4 v40 taper vit head, lot code: 45687503. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
As reported by the sales representative, surgeon revised patient's right hip due to infection. Patient has a history of multiple revisions (of other surgeries) due to infection.

Manufacturer narrative:
The following product was added to the complaint after the initial medwatch was submitted. At this time, it cannot be determined if this device may have caused or contributed to the patient¿s infection. Cat. No.: uh1-46-32, uhr bipolar 32x46mm, lot code: mmka2d. An event regarding infection involving a trident liner was reported. The event was not confirmed. Visual inspection: the returned device showed scratches and damage consistent with explantation on both the interior and exterior surfaces. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or the sterile lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond (B)(4).

Event description:
Surgeon revised patient's right hip due to infection. Patient has a history of multiple revisions (of other surgeries) due to infection.